Manufacturer narrative:
The hill-rom technician replaced the scale board and recalibrated the scale to repair the bed.

Event description:
Information received indicates the bed scale is not weighing accurately. Scale is weighing heavy.